Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient received three inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. Interrogation of the system indicated the presence of code 1004 which is indicative of a short circuit condition detected during shock delivery. A high out of range shock impedance measurement of greater than 125 and a high out of range pacing impedance measurement of greater than 2000 ohms were also observed. The patient had fallen down the day prior and the field believes the rv lead may have fractured due to this. The patient has had many ventricular events since then. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments at 27.2 centimeters (cm) from the terminal pin. The distal high voltage (hv) conductor was found to be fractured approximately 14.5 cm from the terminal pin. There was also evidence of melting on the hv conductor but no sign of damage to the insulation above the fracture site. Analysis was able to confirm the allegations made against the lead in the field.

Event description:
Additional information indicated that all device data suggested there was an open condition or incomplete shock path during delivery of the shock and that no code was declared by the implanted system.